Event description:
One endeavor sprint drug-eluting stent was implanted in the lad during the index procedure. Approximately 4 years and 2 mths procedure the patient died, cause unknown. The investigator assessed that it is unknown if the event was related to the study stent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.